Event description:
Reporter's daughter had treatment (first) with device on eyebrows and above upper lip. A conducting gel was placed over eyebrows and cotton gauze layered over eyelids. The device "camera" was lowered and short pulses of light given for hair removal. When daughter went outside, after treatment, she felt as if she needed to shield her eyes. The pain worsened that night and her eyes were red. The next day the pain increased. The following day the pain had worsened and dermatologist was notified, who felt it was a reaction to the gel, but daughter states the al0e vera gel nor the conducting gel got into her eyes. Her skin did not appear any more unusual than with a regular epilator treatment. She was referred to the ophthamologist, who felt it looked like a "welder's" burn. He was convinced it was a burn from an ultraviolet light. Ophthamologist gave eye drops and instructed pt to stop using her contact lenses. She was not able to resume use of them until 10 days after initial epilight treatment. Her contacts were in at the time of the treatment and ophthamologist felt they might have helped protect that area since it was the sclera that was burned. Dermatologist's office contacted MFR who claimed that it was a reaction to the gel. Reporter also states that the left eye was given extra pulses of light and that eye was more immediately effected but seemed to heal more quickly. Daughter had no problems with the lip area. Reporter wore goggles while in attendance at the treatment and felt the pulses of light did seem intense even with the goggles on. Dermatologist said the device was not a laser.